Manufacturer narrative:
It was reported that the disposable device was discarded by the user and is not available to be returned to the manufacturer for evaluation. (B)(4).

Event description:
As reported to angiodynamics on april 03, 2018: during an radiofrequency ablation (rfa) procedure, it was noted the tine of the probe had fractured off inside of the patient's liver. It was determined by the treating physician not to remove the fragment. It was reported the patient had suffered no permanent harm or injury due to the event. It was reported that the disposable device is not available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
As the reported defective device was not returned, angiodynamics is unable to perform a device evaluation. The reported complaint description of a broken tine could not be confirmed because no sample or photographic evidence was provided. Without receiving product to evaluate, a root cause cannot be determined. A review of the device history records was performed for the reported packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. The instruction for use, which is supplied to the user with this catalog number, contains the following statements: "do not attach anything (i.e., clamps, etc.) To the device. This may damage the insulation, which could contribute to patient injury. Do not bend or kink the trocar or the needles. This may cause damage and result in a non-functional device. Note: for the semi-flex device over bending the trocar to a radius smaller than 2 inches/5 cm, beyond 90° curvature, and/or kinking the device can damage the trocar, which could contribute to patient injury. Do not twist or exert high forces on the device while it is deployed in the tissue. This may cause the needles to break and remain in the tissue. Do not remove the device without ensuring that the needles are fully retracted within the trocar. If retraction of the device becomes difficult, do not exert additional force. Infuse a small amount of saline solution and gently work the needles loose by alternating between a slightly retracted and a deployed position (while holding the main body with one hand and the trocar (at the point of insertion) with the other hand). The saline solution will generally soften the ablated tissue surrounding the electrodes. Once the ablated tissue softens, the arrays can be worked loose from the tissue and fully retracted." A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Complaint reference # (B)(4).